Event description:
Upon the completion angiogram of a planned aortouni-iliac conversion, the completion angiogram revealed a type iii endoleak between the converter and the main body. Re-ballooning at the seal site was performed, but the endoleak was still apparent. A main body extension was deployed in the proximal first two stents of the main body graft. Another angiogram was performed noting the endoleak was still apparent. Flow had diminshed to the occluded side. The occluder was re-ballooned for a second time, and placement of a second main body extension was performed. The second extension was deployed in the proximal half of the second stent of the main body and into the funnel of the converter. Another angiogram was performed, noting there was still endoleak presence. Physician decided to conclude the procedure and observe the endoleak through follow-up, expecting eventual thrombosis to occur.